Event description:
It was reported that the patient presented in hospital. Upon review it was noted that the right ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient was in stable condition post-procedure.